Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a high blood glucose value of 457 mg/dl. Customer's other blood glucose value was unknown. Customer reported that the infusion set had bent cannula. Customer also experienced diabetic ketoacidosis. The customer experienced symptoms such as vomiting. The insulin pump will not be returned for analysis.